Manufacturer narrative:
(B)(4). Batch # p56h1f. Device analysis: the analysis results found that the cdh25a device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No anvil issues were noted during the analysis of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the anvil could not be removed from the housing before it was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.